Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the total number of patients? Unknown.*have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Reported once, no reference number. What are the procedure name(s) and date(s)? CABG, dates unknown. Any patient consequences? None.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and barbed suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.